Manufacturer narrative:
Pain and post surgical inflammation/infection are known complications associated with active percutaneous hearing implants. Based on the available information and our trending we have no indication that the reported issue is the result of a manufacturing or quality deviation. We see no increase in severity and/or occurrence in the reported event that would necessitate updating the risk assessment or to perform actions other than continued trending. These incidents do not involve serious injury and are not considered as safety issues, but they are reported due to the intervention required for the patient.

Event description:
Pain and numbness at implant incition. Patient is taking antibiotics to treat potential infection.